Manufacturer narrative:
Device evaluation: flat creases, yellow particles in device outer surface and no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve.based on the device analysis the final assessment is:no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported left side "deflation and exchange of textured device due to patient's concern with product". Device has been explanted. Healthcare professional observed during surgery "capsule attached to implant".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and exchange of textured device due to patient's concern with product".

Event description:
Healthcare professional reported left side "deflation and exchange of textured device due to patient's concern with product". Device remains implanted.